Event description:
It was reported the patient's battery was poking through skin. The patient had gone to the emergency room after being in a car wreck and was told her battery was visible through skin and needed to get checked as soon as possible. The patient had recently lost a significant amount of weight and she had recently been in a car accident. There was no indication of pain, the skin being hot to the touch, or any signs of infection. The patient's healthcare provider (hcp) thought the implantable neurostimulator (ins) eroding through skin was possibly due to significant fat loss. The pocket was irrigated with antibiotics and the ins was explanted as a precaution, but the leads were left in place. The pocket site was closed with no difficulty. The event occurred during normal use. The patient's status at the time of the report was alive with no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported that when the battery was removed it was noticed that the site was infected.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).